Event description:
The account stated that the architect c8000 analyzer has generated discrepant calcium results on 3 patient samples. The initial result for patient #2 was 4.0 mg/dl and the retest result was 8.7 mg/dl. The qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) other erratic calcium results. (B)(4) other screws, curette, erratic calcium results. Review of the complaint text indicates the customer observed discrepant low calcium patient results generated on the architect (B)(4). When the samples were retested on the same analyzer, the patient results were within the expected range. All samples were retested on a different(B)(4) analyzer and the calcium results were comparable to the earlier retest values. The customer observed loose front screws on the reagent 1 syringe. Once the screws were tightened, the customer has not observed any other discrepant calcium issues. The customer did observe several sample aspiration errors during the time frame of (B)(6) 2009 through (B)(6) 2009. The customer was recommended to replaced the sample probe and probe tubing. The sample probe was then calibrated. During a customer follow up call, the customer stated all the discrepant calcium results occurred with the same cuvette. The customer observed a small piece of fiber in the cuvette that was probably present due to cleaning the probes with cotton swabs. The customer changed the cuvette and changed the maintenance procedure to avoid cotton fibers when cleaning the dispense mechanisms. No further instances of discrepant calcium results have been observed. The pressure monitoring log revealed the patient samples showed traces of abnormalities that did not exceed the threshold. The abnormalities possibly indicate clots or fibrin may have been present in each patient sample. The message history log revealed (B)(4): unable to process test, aspiration error occurred from the dates of (B)(6) 2009 through (B)(6) 2009, which is a possible indication of sample integrity issues. Based on the available information, no product deficiency was determined. No further instances of discrepant calcium results have been observed.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.